Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the balloon catheter became stuck on the guide wire. The target lesion was located in the superficial femoral artery. While advancing the ultra-thin sds balloon dilatation catheter over a non bsc 0.035 guide wire, resistance was noted approximately 15 cm prior to the distal end of the catheter. The catheter was able to be advanced to the lesion with some force. The balloon was inflated once to an unk procedure. Prior to the second inflation, the physician attempted to position the balloon; however, balloon catheter had become stuck on the guide wire. The devic was exchanged for a different one to complete the procedure. There were no pt complications reported and the pt's condition is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).